Event description:
It was reported a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis manifested by abdominal pain, diarrhea, and cloudy effluent. The patient was hospitalized for this event. The patient was treated with vancomycin (intraperitoneally, dosage and frequency not reported) and clindamycin (intraperitoneally, dosage and frequency not reported). It is unknown how long the patient was treated with these drugs. The patient was discharged after one day of hospitalization and recovered on an unreported date. The patient was retrained in aseptic technique. It was not reported is pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.